Event description:
It was reported that the high pressure alarm sounded on the pt's ventilator. The respiratory therapist entered the room and found saw the pt was purple, and called the nurse. The pt was removed from the ventilator, suctioned, and manually respirated with 100% oxygen. The pt coded. The pt's rhythm was restored with massage. At the time the pt was removed from the ventilator, tidal volume was 250ml vs. 750ml programmed. The circuit was subjected to a trouble-shooting procedure, and it was found that the full tidal volume could be delivered when the device had been removed from the circuit. At a later time, the reporter placed the involved device in another circuit set to deliver a 750ml tidal volume, and again was able to obtain only 250ml and sounded a high pressure alarm. It was noted that moisture was present in the device on both sides of the media. The pt was originally admitted to the ICU after being found at home unconscious for up to two days. The pt appears to have no sequelae from this event and is still in the ICU. The health care policy did not allow disclosure of a pt identifier.